Event description:
Boston scientific received information that during a follow up visit, the right ventricular defibrillation lead exhibited an increase in thresholds and a decrease in sensing. A chest x-ray was performed and revealed that both the ventricular and atrial leads had dislodged. A revision procedure was performed; the leads were attempted to be repositioned; however, the decision was made to remove and replace the leads. No additional adverse patient effects reported.

Manufacturer narrative:
New leads were successfully implanted. The explanted leads were not returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.